Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons were scrolling while trying to deliver a bolus. Keypad anomaly troubleshooting was performed and unable to confirm if the time is advancing. Customer also reported that the insulin pump was completely dead and it's not the battery. Customer mentioned crack on the insulin pump case. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
Unit received intermittent button response due to corroded keypad traces. No ramping numbers anomaly noted. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked lcd window, cracked reservoir tube and missing end cap sticker.